Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There was no device malfunction associated with the event. System logs were not available for review.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The first target nodule was about 1.3 centimeters (cm) in size and located in the left upper lobe. The second target nodule was about 1.8 cm in the right lower lobe. The procedure was completed as planned with no delays. A moderate-sized left-sided pneumothorax was detected after the procedure, and a chest tube was placed to resolve it. The patient was asymptomatic. The patient was hospitalized, and the pneumothorax resolved in less than 24 hours. The patient was then sent home. The physician believed the pneumothorax would have likely occurred via another modality due to the target nodule attachment to the pleura. There was no device malfunction associated with the event.